Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced hypoglycemia and hyperglycemia. Customer¿s blood glucose level was 45 mg/dl at the time of incident. Customer¿s other blood glucose level was 40 mg/dl and 400 mg/dl. Customer was treated with food for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that insulin pump alleged over delivery as they were getting erratic readings sometimes low and sometimes high. The insulin pump and reservoir will not be returned for analysis.